Event description:
A report received from the USA stated an 840 ventilator experienced an alarm cable voltage out of range alert, while being used on a patient. The patient was removed from the ventilator and placed on second ventilator. There was no patient injury reported. The date of the event is unk.

Manufacturer narrative:
The covidien technical support engineer (tse) advised the customer to replace the breath deliver (bd) alarm and harness. (B)(4).